Event description:
It was reported that: "pt was complaining of a painful hip and was taken to the operating room for revision. Components were explanted without incident and revision components were reimplanted." Add'l info: it was reported that, on (B)(6) 2012, pt required a revision surgery due to cobalt levels = 29.5. Pt reported pain and yellow "cheesy matter" on fluid aspiration and that her surgeon saw dead tissue were her body had reacted to the metal and her diagnosis was metallosis.

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hospital and was not returned to the MFR. However, some x-rays and medical records were received. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: 2249697-2012-01052.